Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Root cause could not be identified. Based on investigation, it was confirmed that there was no adhesive at the place where the adhesive was originally applied. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with specifications. The device image confirming that there is a scratch around the indicated area, it cannot be ruled out that some external force has been applied to the area in question. IFU (instruction for use) states as follows: inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches,holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus (B)(4). Device inspection confirmed the customer¿s report of ¿biopsy channel leakage¿ and found the biopsy channel was perforated near the channel output. The inspection also identified a gap of adhesive (pink rubber probe unit) on the distal end/stain entered inside the lens through the gap additionally, further inspection , the following findings were noted: -biopsy channel perforated near channel output. It is not excluded that moisture has penetrated the scope (perforation). Moisture can cause further damage. - body / s-cover wear and tear - glue a-rubber chipped - angulation play - ud-knob: fixing u/d (up/down) slightly loose. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported biopsy channel leakage. The issue found during an unknown event. There was no patient involvement associated on this reported event. No user injury reported. Device evaluation found gap of adhesive on the distal end / stain entered inside the lens through the gap.